Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to pockets keeps failing, and missing on med application configuration. A field service engineer reseated row board cables connection. The system functioned as intended after the field service engineer troubleshooted the device .

Event description:
It was reported by the customer that a pyxis medstation es system drawer failure. The medication was accessible through other devices as well as the in-patient pharmacy device, and there was no delay in patient care. There were no adverse events or injuries reported based on this incident.